Event description:
It was reported that the 9800md system gave a fatal error and shut down during a case. The system was replaced with a different one. No pt injuries but the case was delayed.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The svc rep could not duplicate the problem but noticed the ffb node was not communicating. The ffb & gib boards were reset. The touchscreen was also replaced. The system operates as intended.